Manufacturer narrative:
The root cause of this nonconformity is operator error during packing process.

Manufacturer narrative:
Incident date estimated.

Event description:
According to the complaint, a warehouse operator found that a pico70 retail box was missing the inserts.